Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the sensor is giving inaccurate readings. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is giving inaccurate readings was confirmed. The sherlock was connected to an sr8 test unit and the sherlock passed the position tracking test, however when the ECG test signal was applied the output appeared intermittently. The sherlock was received in good physical condition however the usb cable is showing signs of a right angle bend at the plug end and the cable appears to be yellowing. The root cause is due to device use.